Event description:
Received call from pt's mother stating that approximately one month ago, her daughter was sick with a virus. Pt was sent to emergency room because of virus and for high blood sugar. Mother states there was no alarm for air in tubing and that there was visible air in tubing. Emergency room disconnected pt from pump and she returned to injections.